Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'pumps >21ml during flow rate accuracy test. Tried 2 times, 2nd time with new pm tubing center segment ' was reproduced . The device was tested for flow accuracy and over-delivered with 6%. A review of the history log revealed infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed . The reported condition was verified. The cause of the condition was determined to be pressure plate out of adjustment. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump more than 21ml during flow rate accuracy test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.